Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2016 or 2017. The customer's blood glucose level was unknown at the time of the incident. The customer was at 228 mg/dl at the time of the call. The customer experienced symptoms such as unresponsiveness and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer states the drive support cap is flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. Drive support disk was inspected and no anomaly was noted. The insulin pump had cracked belt clip slot with customer applying adhesive to the belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.